Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) first reported a 'device malfuncation' error, then wouldn't communicate with a programmer.